Manufacturer narrative:
The field service representative (fsr) reviewed instrument logs and observed issues related to the sample probe. The fsr checked the instrument and replaced the sample probe on the sample pipettor, which resolved the issue. A review of the analyzer's service history identified no contributing factors to the current complaint. There have been no further customer reports regarding discrepant results related to issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a false positive architect stat troponin-I result of 0.79 ng/ml was generated for a patient on (B)(6) 2020. The same sample was recentrifuged and retested negative at <0.1 ng/ml. An EKG was performed based on the initial positive result. No medical treatment was given. No patient injury was reported.